Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they're having problems charging their controller. Pt added the problem happened before 2-3 months ago, they called, got fixed and now the problem happened again. Pt mentioned when they plugged the controller the ac power was not charging the controller. Agent had patient reset the controller and checked for physical damage. Patient confirmed no damage on the battery compartment, and battery pack. Pt also confirmed light on the ac power and green light blinking on the touchscreen. Agent confirmed with the pt that the controller was charging. During the call, pt mentioned they saw "call medtronic" on the screen before but pt was unable to retrieve the error message. Agent had pt unplugged the ac power and plugged the recharging paddle (rtm), pt mentioned no device found on screen. Pt tapped recharge and entered passive recharge mode (prm) 98-100-100. When asked the last time they were able to fully-charge the ins, pt mentioned about a month. Pt then confirmed recharging excellent controller was at 100% and ins depleted. Agent reviewed no device information to pt and advised to monitor the charging of the ins and once fully charged they can recharge their controller. During a callback, pt clarified that they lost a lot of weight, 60 lbs and probably 2 to 2.5 months the battery sometimes was giving them weird feeling; pt added they would have a lot of pain every time they charge the battery but will stop and they would be fine. Agent redirected pt to their doctor (hcp), pt mentioned that they've called their medtronic (mdt) rep today and told them about issues. Mdt rep advised them to call patient services and to follow-up with them in 2 weeks. Mdt rep also told pt that even though their managing hcp is no longer doing the neurostimulator, the hcp might still be able to accept them to their clinic.